Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: codes updated. Health effect clinician code 2402 used to capture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was treated with an instrumentation from th11 to l1 with uss mis few years ago. On (B)(6) 2020 the instrumentation was continued from l2 to s1. On (B)(6) 2020 the patient fell while exiting the hospital bed. X-rays taken revealed that both expedium rods have been dislocated. Furthermore it was suspected that both expedium innies in s1 had come loose. The revision surgery was performed on (B)(6) 2020 and innies at l4/l5 and s1 were removed from both sides of the rods and replaced. The same rod was used. The 6.0 screws in s1 were replaced with 7.0 screws. It is unknown if 2x viper cfx 6,0, or 2x viper 6,0 have been removed. Patient outcome is reported as stable. Concomitant device reported: viper cfx 6.0 (part# unknown, lot# unknown, quantity 2); viper 6.0 (part# unknown, lot# unknown, quantity 2); single innie inserter (part# 279702000, lot# unknown, quantity unknown); single-inner setscrew (part # 179702000, lot # avcffh, quantity 3); single-inner setscrew (part # 179702000, lot # 257617, quantity 1); single-inner setscrew (part # 179702000, lot # unknown, quantity 2); rod (part # unknown, lot # unknown, quantity 1). This report is for one (1) expedium 5.5 ti z-rod 300mm. This is report 7 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for exp 5.5 ti zrod 300mm was conducted identifying that lot number ti0884 was released in three batches . Batch1: lot qty of (B)(4) units were released on may 1, 2019 with no discrepancies. Batch2: lot qty of (B)(4) units were released on june 10, 2019 with no discrepancies. Batch3: lot qty of (B)(4) units were released on april 19, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.